Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Customer states 15 occurrences in the last 2 months.

Event description:
It was reported that erin murray,rn, reported experiencing air-in-line alarms with no visible air noted in the tubing with maintenance IV fluids. She stated she changed the IV pump channel and continued to experience air-in-line alarms. She had to change the IV set to get resolution of the air-in-line alarms. She stated this has happened to her approximately 15 times in the last 2 months. No additional information was available.

Manufacturer narrative:
Supplemental created to update b5 and h6.

Event description:
It was reported that erin murray,rn, reported experiencing air-in-line alarms with no visible air noted in the tubing with maintenance IV fluids. She stated she changed the IV pump channel and continued to experience air-in-line alarms. She had to change the IV set to get resolution of the air-in-line alarms. She stated this has happened to her approximately 15 times in the last 2 months. There was no patient harm. No additional information was available.

Manufacturer narrative:
Initially reportable but additional clinical review determined this to be not reportable. Supplemental MDR created to report non-reportability.

Event description:
It was reported that (B)(6), rn, reported experiencing air-in-line alarms with no visible air noted in the tubing with maintenance IV fluids. She stated she changed the IV pump channel and continued to experience air-in-line alarms. She had to change the IV set to get resolution of the air-in-line alarms. She further stated that this has happened to her approximately (15) times in the last (2) months. There was no patient harm. No additional information was available.